Event description:
Bard dual lumen power injectable port was implanted on (B)(6) 2024. The patient had a contrast extravasation during a port check. The medial chamber of the port failed the silicone membrane of the port is broken allowing for extravasation. The patient will need to have the port removed. The lateral chamber of the port is currently intact and functioning.